Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing or broken upon receipt, the top case was chipped and cracked, and the bottom case was damaged. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is customer mishandling as the pump had been damaged and the main board had been knocked out of the extrusion groove. The main board was installed into the extrusion groove. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.